Event description:
The device subsequently was explanted and replaced with another device with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with premature battery depletion suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. During subsequent device interrogation, portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the quarter 2, 2010 product performance report.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) status, with premature battery depletion suspected. This device is included in the (B) (6) 2007 shortened replacement window advisory population. Device replacement is pending. No adverse patient effects were reported.

Manufacturer narrative:
During subsequent device interrogation, portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the quarter 2, 2010 product performance report.

Manufacturer narrative:
This report will be updated if additional information is received.